Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a safety disk out of the box failure, the unit consistently fails the membrane leak test portion of the pneumatic module leak test. Membrane diff. Pressure is 13mmhg exceeding the allowable specification 6+/- mmhg.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected sections: b5, b6, b7, d5, d10, e1(name & email), e2, e3, g2(company rep only), h6(health clinical and impact codes).

Event description:
It was reported that during repair service, the cardiosave intra-aortic balloon pump (iabp) unit had a safety disk out of the box failure, the unit consistently fails the membrane leak test portion of the pneumatic module leak test. Membrane diff. Pressure is 13mmhg exceeding the allowable specification 6+/- mmhg.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h10 (initially missed to add additional point of contact: (B)(6)). It was reported that during a service repair performed by a getinge field service engineer (fse), it was observed that the cardiosave intra-aortic balloon pump (iabp) had safety disk out of box failure. A getinge field service engineer evaluated the unit and found blood contamination throughout the assembly including the safety disk and shuttle transducer. Safety disk failed the leak test. Replacement safety disk passed. Completed pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual revision q. The fat dept. Verified the failure of the safety disk failure of the membrane differential pressure with the results of 8 mmhg. Factory specification is +/- 6mmhg. See the attached file for reference. Retaining the safety disk in the fat dept. Per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields - b4, d8, d9 return to manufacture date, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 UDI number, h6 type of investigation was incorrectly submitted previously but actually a DHR review was not completed for this event since the device was not manufactured within one year of the event date of the complaint. The following investigation was performed by technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The fat dept. Verified the failure of the safety disk failure of the membrane differential pressure with the results of 8 mmhg. Factory specification is +/- 6mmhg. See the attached file for reference. Retaining the safety disk in the fat dept. Per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were confirmed. Root cause 1 - other the current safety disk design allows for creep. Factors that may contribute to creep include: ¿ the specified torque on the fasteners (6 bolts) is applying too much stress on the diaphragm membrane. ¿ the helical washers installed along with the 6 fasteners (bolts) are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms. ¿ the non-uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane. Root cause 2 ¿ other. 0002-06-6833-02 cardiosave product specification, rev r, does not comprehensively define the essential performance parameters of the cardiosave.